Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right atrial (ra) capture concerns. Upon review of the presenting egm, atrial signals were visible approximately 260 ms after each vpaced event, which appeared too far out for farfield signals. Review of the intrinsic amplitude test showed intrinsic p-wave morphology presented similarly to the observed signal on the presenting. Review of the atrial threshold tests also confirmed the same signals marched throughout the strip at a consistent rate of 54 beats per minute (bpm). Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. The following week, the patient presented to the clinic due to pre-syncope, however device testing appeared as expected. A false signal artifact monitor (sam) episode was noted, and the patient was in atrial fibrillation (af) at the time. Ra threshold testing was not possible in-clinic (for the previously reported ra capture concerns) due to the patient's af. Additional information received the following month noted atrial undersensing after programming changes were made to decrease atrial sensitivity, likely due to the patient's af and low p-waves. Further evaluation was recommended for programming optimization related to ra sensitivity. Additional egm review six months later noted ongoing continued ra loss of capture (loc) concerns with a competitive atrial rhythm. Additional information received approximately 2 years later reported continued ra loc. Further evaluation and programming considerations were reviewed with ts. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.